Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a damaged battery compartment. The insulin pump had a crack that was preventing the insulin from turning back on. Customer's blood glucose level was 49 mg/dl. The customer ate to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with stripped battery coin slot, broken battery cap, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and broken battery tube threads.